Event description:
The customer reported the evis exera iii video system center serial digital interface output is unable to display images on the nstream gx. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was obtaining image on the monitor using the serial digital interface (sdi) out 1 of the cv-190 but was unable to obtain image from the stream gx using sdi 2 out of the cv-190. The customer tested the sdi out 2 of the cv-190 and discovered that it was not working. The customer swapped cables on the sdi output 2 of the cv-190 however; the issue persisted. Tac suggested for the device to be sent in but the customer declined initialing an return merchandise authorization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was because of a failure that occurred in serial digital interface-2 output due to a faulty serial digital interface output board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.